Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the system caused the patient swelling and discomfort. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted. Related manufacturer reference number: 1627487-2023-03324.